Event description:
Event description guidant received information that implantable chf device (crt-d) is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. The physician expressed dissatisfaction with the current monitoring voltage of this device.